Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was not start up and it was too hot after replacing a new battery. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that he was prompted to change battery by the insulin pump and so he did. Customer stated that insulin pump had battery compartment was overheating. The device will not be returned for analysis.